Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic went to site to test the equipment. Representative reported that the monitor was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was received by manufacturer for evaluation. The reported issue was confirmed as visual inspection confirm that there was a crack in monitor display.

Event description:
A medtronic representative reported that while outside of procedure, the lower portion of the mobile view station (mvs) monitor was damaged and was not displaying any output signal. Representative mentioned that the screen displays a rainbow pattern on the screen. No patient was present at the time of the issue.